Event description:
It was reported that pump battery was not charging and no blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. No further information was provided.